Event description:
It was reported that there was noise in the right atrial channel for this pacemaker. Technical services (ts) was consulted, providing a review of stored episodes and noted that the rhythm is atrial sensing and ventricular pacing, however when there was atrial pacing a large artefact on the ra egm which is followed by a blanked atrial sense was noted. Ts noted all measurements are in normal ranges and noted right ventricular (rv) lead impedance and thresholds trends have risen very gradually over the last 12 months but remaining within normal limits. Ts was consulted and noted the source for the artefact is unknown and recommended further lead evaluation and x ray to check for concomitant devices. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was noise in the right atrial channel for this pacemaker. Technical services (ts) was consulted, providing a review of stored episodes and noted that the rhythm is atrial sensing and ventricular pacing, however when there was atrial pacing a large artefact on the ra egm which is followed by a blanked atrial sense was noted. Ts noted all measurements are in normal ranges and noted right ventricular (rv) lead impedance and thresholds trends have risen very gradually over the last 12 months but remaining within normal limits. Ts was consulted and noted the source for the artefact is unknown and recommended further lead evaluation and x ray to check for concomitant devices. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Correction to section g, all manufacturers, field g3, bsc aware date. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was noise in the right atrial channel for this pacemaker. Technical services (ts) was consulted, providing a review of stored episodes and noted that the rhythm is atrial sensing and ventricular pacing, however when there was atrial pacing a large artefact on the ra egm which is followed by a blanked atrial sense was noted. Ts noted all measurements are in normal ranges and noted right ventricular (rv) lead impedance and thresholds trends have risen very gradually over the last 12 months but remaining within normal limits. Ts was consulted and noted the source for the artefact is unknown and recommended further lead evaluation and x ray to check for concomitant devices. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.